Event description:
The initial reporter complained of discrepant glucose results for 1 patient tested on accu-chek inform ii meter serial number (B)(4). At 4:18 p.m. A finger stick was performed on the left hand with a meter result of 408 mg/dl. This result was believed to be incorrect as the patient¿s normal glucose results are in the "200s" mg/dl. At 4:20 pm. A finger stick was performed on the right hand with a meter result of 188 mg/dl. The same strip vial was used for each test.

Manufacturer narrative:
Qc was performed on the meter within 24 hours of the event with passing results. The test strips were requested for investigation. The customer returned 5 vials of strip lot 670105. All 5 vials including the desiccant and vial cap were inspected and were acceptable in appearance. There was no obvious reagent discoloration. On a regular basis, inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The investigation is ongoing.

Manufacturer narrative:
Testing was performed using glycolyzed blood with the returned strips. All testing produced acceptable results and no strip defects were observed. The investigation did not identify a product problem. The cause of the event could not be determined.